Event description:
A report was received that during a permanent implant procedure the patient went into respiratory arrest and the procedure was aborted. The leads and anchors were explanted and oxygen was given to the patient. The physician assessed that the patient¿s symptoms were most likely procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-30 serial/lot # (B)(4), description: linear 3-6 lead, 30cm model # sc-2366-50, serial/lot # (B)(4), and (B)(4), description: linear 3-6 lead, 50cm model # sc-4316, serial/lot # (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.